Event description:
The processor occeared power failure and blackout. The power supply was still not energized after reconnecting. Lt was suspected that the power board was damaged. Stopped using it and sent for repair. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: g6: follow up #1, h2:if follow-up, what type? H3:device evaluated by manufacture, h6: coding changed based on the investigation result. Additional information: d4:unique identifier (UDI), h4: device manufacture date. Evaluation summary: an event occurred in which endoscopic images could not be displayed, and the facility reported to the authorities that the cause of this phenomenon was the processor. However, it was later discovered that the display monitor had failed and the processor was found to be fine.